Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose (bg) level was 270 mg/dl. Upon entering information into the pump for a bolus, customer inadvertently entered 7.75 versus 0.755 units. Customer's bg was low (value not provided) and carbohydrates were consumed to address low bg. Customer continued to use the pump for insulin therapy. Upon follow-up, customer reported their issue with the wake button had resolved.